Manufacturer narrative:
The agent reported patients ulna component was loose. Doctor removed it and cemented a new one and exchanged the condyles. Age 56 gender female. Complaint has been evaluated and is similar to report number 1644408-2021-00703; 540-62-053, s810 - device loosening, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patients ulna component was loose.